Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure.the device was able to be loaded properly and when force was applied to the needle it remained in the device.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic hernia repair, the needle disengaged from the jaws of the device into the patient cavity. The incision was extended greater than one inch and the procedure was converted to an open hernia repair in order to locate the disengaged component. An x-ray was performed in an attempt to locate the disengaged component, but the status of whether the needle was retrieved or not is currently unknown. The product problem caused a delay in surgical time of greater than thirty minutes.